Event description:
It was reported that the panel holder broke. The panel holder holds the user interface onto the ventilator system. There was no patient injury. (B)(4).

Manufacturer narrative:
The hospital does its own repair and according to the information received, the ventilator has been repaired. Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation has been finalized. (B)(4).